Event description:
The facility reported to baxter customer service, a device that "got very hot and began to smoke". The nurse plugged this device in and left the room, when she came back she could smell smoke and realized the pump was very hot. The nurse notified the bio-med department who came out and saw smoke coming from the battery. The device was unplugged, and the battery was removed. The reported condition occurred during customer use, with no pt involvement. There was no pt injury or medical intervention reported. There is no add'l info available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any add'l info becomes available.